Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has failed functional testing due to pcb contamination.